Event description:
Medtronic (covidien) received the follow information through review of article "mechanical thrombectomy in acute stroke: prospective pilot trial of the solitaire fr device while under conscious sedation" 28 /31 were successfully re-vascularization. The remaining 3 patients did not achieve re-vascularized. 1/31 was reported to have an arterial dissection of the m1 of the mca with extravasation of contrast noticed during the procedure, hematoma seen on a scan taken after the procedure. The patient did not show functional improvement at 3 months. 10/31 cases were reported to have a post procedure hemorrhage that was seen on the 24hour scan. 7/10 were asymptomatic and the other 3 were reported to have been symptomatic. 3/10 hemorrhages were new at the 3 months follow up. No additional information is available.

Manufacturer narrative:
Soize s. Mechanical thrombectomy in acute stroke: prospective pilot trial of the solitaire fr device while under conscious sedation. Ajnr am j neuroradiol. 2013 feb;34(2):360-5. Doi: 10.3174/ajnr.a3200. Www.ncbi.nlm.nih.gov/pubmed/22821923. The devices were not returned for analysis. The lot history record review was not possible since the lot numbers were not reported. This report was generated to capture the events that occurred during the solitaire procedures. (B)(4). MDR # 2029214-2015-00419 was generated to capture the deaths that occurred after the treatment procedures.